Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f 94 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be a swollen battery. The battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94 alarm (configuration option settings checksum is not 0). There was no patient involved. No additional information is available.